Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, belt communication issue, gong alarms, abnormal shutdowns) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging multiple wires within the connector. The cause of the service code, alarms, and abnormal shutdowns was the damaged wires. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's device was producing service code 204 (belt/monitor unusable) and had downloaded flag data indicating belt communication issues, gong alarms and abnormal shutdowns.